Manufacturer narrative:
Review of the device history records indicates that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2010 when he was implanted with a stryker hip system. It is further alleged that the plaintiff began experiencing groin pain less than one year after his hip arthroplasty. Based on diagnostic workup, plaintiff's orthopedic surgeon's impression was "metal hypersensitivity reaction secondary to trunnion corrosion". Plaintiff underwent partial revision surgery on (B)(6) 2012.